Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 415 mg/dl. Reportedly, the cause of the impacted bg level was unknown; however, the bg level was "common" to the customer. Customer stated that impacted bg level was unrelated to the pump or supplies and declined high bg troubleshooting. The customer delivered a bolus via the pump to stabilize bg level.